Event description:
The technician alleged the side rail is not latching. No pt impact.

Manufacturer narrative:
The technician replaced the side rail ratchet rivet, end tube, zero transfer gap stop and roll pin to resolve the issue.